Event description:
Boston scientific crm received information that there was an allegation of premature battery depletion on this implantable cardioverter defibrillator. The device was explanted and no adverse effects were reported. This device is included in an advisory population implicated in premature depletion, shortened replacement window ((B)(6)2007).

Event description:
--

Manufacturer narrative:
The device was explanted, replaced, and will be returned for analysis. The post market quality assurance laboratory will analyze the device. Upon completion of the analysis, the report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.